Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). Fluid ingress led to the clamp malfunction. The use condition (i.e. Extensive exposure to liquid, e.g. During cleaning) can contribute to the failure reported. A new design has been implemented in order to reduce the fluid ingress damages.

Event description:
Livanova received a report that a timeout error message related to a s5 erc tubing clamp / 620mm, was displayed on the scp control panel during priming. There was no patient involvement.